Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had excessive no delivery alarms. The customer's blood glucose reading was 182 mg/dl. Troubleshooting found that the customer felt as if their blood glucose was a little high in the past few days. Customer indicated that he would try a new reservoir and will callback later in the day for further troubleshooting.